Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an unknown balloon kyphoplasty procedure. During the procedure, it was noted that the balloon ruptured at 200psi. No patient complications were reported.